Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed that the latron channels were high on conductivity. He replaced rf preamp to resolve the issue. (B)(4).

Event description:
Customer reported results for differentials for patient samples were flagged with r (alerts the operator to review results) and the latron controls were flagged as "high conductivity" when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.